Event description:
The tip of the mitek clearfix screwdriver was broke off during insertion of the meniscal screw. Problem was not noted at the time of the event. Pt complained of post-op pain, and a second procedure was conducted later in 2001 to remove the piece.